Event description:
Caller reported a malfunction on the pump, specifically malfunction code 1 with fault ID 0x200c, and noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support (cts) assisted the customer by providing pump reset information and instructions to reset the pump. However, the same malfunction recurred after resetting. Cts decided to replace the pump and ensured the customer would be receiving a new pump with updated software. The customer was informed about using a backup insulin pump, while also being guided on storage procedures for the faulty pump and instructed to return it using a provided return box and label. The customer received all necessary instructions and acknowledged understanding the steps involved, including that a signature would not be required for delivery.